Event description:
It was reported that an error code or message was noted on the personal therapy manager which indicated that the pump reservoir volume was critically low. The patient did not have withdrawal symptoms related to the dry reservoir. The hcp admitted the patient to the hospital for observation. The hcp then refilled the pump; a bridge bolus was programmed as the drug concentration was reduced from 90 mg/ml to 50 mg/ml of dilaudid. While hospitalized, the patient had a pca and was bolusing herself in addition to the intrathecal drug, she was receiving from the pump. The patient subsequently overdosed; narcan was administered. The pca was discontinued and the pump dose was decreased lowered from 16 mg to 12 mg/day of dilaudid. The patient was reported to be "doing better". The "old" concentration of 90 mg/ml was put back in the pump and original bridge bolus was continued.